Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited high capture threshold, and capture was inconsistent at high output and extended pulse width, resulting in loss of capture. High pacing impedance was also observed. The field representative indicated that the suboptimal parameters were due to internal damage of the lv lead. The lv lead was not used and replaced. The patient experienced restless due to the prolonged surgery however there were no major patient consequences.

Event description:
New information received notes that the internal damage of the left ventricular (lv) lead was referring to the suboptimal electrical measurements, as confirmed by the field representative. Fluoroscopy showed no visible changes in the lv lead.

Manufacturer narrative:
Correction: section h6 - the coding "break" should not be submitted in adverse event problem in 2017865-2025-1007481.